Event description:
A malfunction alarm was reported without any prior notable events. Blood glucose level was checked five minutes before contacting support, showing a reading of 70 mg/dl, which is within normal range. No adverse impact to the customer¿s blood glucose level was reported. Technical support provided assistance in resetting the pump, after which the malfunction code did not reoccur, indicating that the customer could continue using the pump. The customer acknowledged this and was advised to report if the issue reappeared.